Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports: the catheter extension line detached from the luer hub during use. A new kit was opened.

Manufacturer narrative:
(B)(4). The customer returned a separated luer hub that was connected to a tubing system (not teleflex product) for evaluation. The rest of the catheter was not returned for evaluation. Visual examination confirmed that the luer hub had separated from the catheter extension line. Material from the extension line body was visible recessed within the luer hub. The edges of the extension line material were jagged and uneven which would indicate a tear. No damage was observed to the luer hub body. Visual examination of the extension line body could not be performed as it was not returned for evaluation. The inner diameter of the separated luer hub measured 1.45 mm which is within specification. The tubing connector could not be removed from the luer hub without damaging the sample. A device history record review was performed on the catheter including the extension line and no relevant manufacturing issues were identified. The instructions-for-use (IFU) supplied with this kit cautions the user "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The IFU also states "check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. Alcohol and acetone can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The report that the luer hub separated from the catheter was confirmed by visual examination of the returned sample. Visual examination revealed the luer hub was separated from the extension line body and extension line body material was still present, recessed in the luer hub. The material was jagged and uneven which would indicate a tear, however a probable cause could not be determined as the catheter/extension line was not returned for evaluation. The luer hub met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Although the defect was confirmed, the probable cause could not be determined from the available information and without the extension line to evaluate. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the catheter extension line detached from the luer hub during use. A new kit was opened.